Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink duo-vent continu-flo solution set got disconnected and seems to be stripped. This event occurred during an unspecified process step. There was no patient involvement. No additional information is available.